Event description:
It was reported that the ilet device was dropped by the caregiver, resulting in a cracked and nonfunctional screen, and the user transitioned to backup therapy while a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alerts, and continued therapy using backup methods. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed damage to the display component consistent with accidental physical impact, and the device was not operable due to the broken screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.